Event description:
It was reported that there was an issue with the pump time being incorrect. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in updating the pump time and was advised to monitor for any future discrepancies, acknowledging the guidance provided.